Event description:
Patient allegedly received an implant on (B)(6) 2008 via the left femoral vein due to post gun shot wound. Patient is alleging tilt, vena cava perforation, one extends to the third portion of the duodenum. Patient notes and further alleges experiencing "difficulty swallowing, shortness of breath, chest pain and back pain". Per the (B)(6) 2008 inferior vena cavogram and placement of the inferior vena cava filter: "the level of the renal veins was identified. A celect cook filter was then placed. A completion vena cavogram was performed which was satisfactory". Per the (B)(6) 2019 CT (computed tomography) abdomen: "the filter is severely canted to the right. The filter has expanded but there are multiple filter. Which extend the on the vena cava. One extends to the third portion of the duodenum the others extend into the pericaval fat. The filter appears intact. The ivc is not stenotic and it measures about 20 mm in diameter".

Manufacturer narrative:
Additional information: a2, a4, b1, b5, b6, b7, d1, g5, h4, h6 (patient and device codes). H6 (device code): appropriate term/code not available (3191) for alleged device perforation. H6 (device code): appropriate term/code not available (3191) for alleged device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, tilt, dysphagia, dyspnea, chest pain, back pain. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dysphagia, dyspnea, chest pain, and back pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, one other complaint has been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient additionally alleges organ perforation, one anterior strut perforates the ivc wall 18mm and is embedded within the bowel. Per an 29jan2020 review of a CT abdomen and pelvis exam dated (B)(6) 2019: "findings: the hook of the cook celect retrievable ivc filter is at the mid l1 vertebral body (juxtarenal). The ivc filter is tilted anteriorly and laterally and the hook does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 18mm. One (1) anterior strut perforates the ivc wall 18mm and is embedded within the bowel. One (1) anterior strut perforates the ivc wall 10mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 15mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 10mm and contacts the bowel. One (1) posterior strut perforates the ivc wall 10mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 12mm and resides within the soft tissues.thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified".

Manufacturer narrative:
Additional information: b5, b6, h6 (patient codes). Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The additional information regarding organ perforation and embedded does not change the previous investigation results for vena cava perforation. (B)(4) devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2008". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.